Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by legal team, approximately five years post initial tka, this male patient had a revision for an unknown reason. No additional information available.

Manufacturer narrative:
H2: this is a duplicate report to 1038671-2022-00309.